Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter is a j&j employee. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in japan that during a medial meniscus posterior root tear repair procedure on (B)(6) 2022 treating the torn meniscus, it was observed that the fms fluid management system inflow tubing (fms vue) device had a leak and torn area about 3-4cm in length. Another like device was used to complete the procedure with less than 30-minute surgical delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual inspection of the device revealed a cut in the tube set in the area where it is placed over the pump head rollers, this would allow the fluid to leak out of the tube set. Therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number:3002049, and no nonconformances were identified. The possible root cause for the reported failure can be attributed when placing the tubing twisted or the tube is not seated correctly on the chamber bracket. However, this cannot be conclusive determined. As per IFU, when placing the fill chamber in the bracket, make sure that the fill chamber symbol is facing toward the user and tubing is not twisted. Improper positioning could cause the tube to twist and obstruct the flow of fluid. Make sure the transparent tubing connection is securely positioned in the auto-lock to avoid damage the tubing. Also, make sure the tubing is centered in the pump roller groove. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.